Manufacturer narrative:
The unique device identifier for this device is (B)(4). Therapy dates - this event occurred on an unspecified date in (B)(6) 2017. (B)(6). The device was manufactured february 1, 2016 ¿ february 2, 2016. The device was received for evaluation with approximately 85ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that after the expected therapy time of 7 days, a ¿significant amount¿ of drug remained in the device. The device had been filled with ifosfamide, mesna, and saline solution to a total fill volume of 255ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.